Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy, while reloading the device, they tried to unload it but piece of the reload was stuck with the adapter shaft. The adapter indicator was flashing and the reload indicator was solid. Replaced by a new adapted to complete the case. No patient involvement during setup.